Manufacturer narrative:
(B)(4).

Event description:
It was reported that the outside cannula of a tracheostomy tube was broken after normal use by a patient. The canula was inserted in the hospital, but the defect happened when the patient was at home. The product was then replace with a new device. There was no report of patient harm as a result of this event.

Manufacturer narrative:
(B)(4). The reported complaint was verified. The manufacturing controls and guidelines were reviewed and found acceptable and effective to detect the reported failure mode. Damage of this magnitude at the time of manufacturing would have been detected during inspection and removed from the lot. The damage condition found in the received sample is not confirmed as related to manufacturing process. The root cause could not be determined